Manufacturer narrative:
The device involved in the complaint was not returned to evaluator. A video that was received was reviewed and indicated holes in the venous extension tubing of the catheter. A review of the mfg records indicated all device specifications and quality requirements were satisfied. Without evaluating the device involved in the complaint we are unable to determine the cause or factors which may have contributed to this event.

Event description:
The damages appear as tiny punctures in the extension tubing, near the clamps of the catheter. This causes the liquid in the catheter to leak.